Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for the leak noted during device preparation. It was reported that during device preparation, the gripper cap of the mitraclip delivery system (cds) was loosened to de-air the device. After de-airing, the cap could not be tightened and fluid was noted to be leaking out of the gripper cap. There was no patient involvement. Another cds was used to complete the procedure without further incident. No additional information was provided.

Manufacturer narrative:
(B)(4). Although the returned device analysis was unable to confirm the reported inability to tighten the cap, analysis confirmed the reported leak from the gripper lever cap. A search of the complaint handling database was performed and no other leak incidents were identified from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records. Additional investigation of the reported event concluded that there was no product issue related to the manufacture of the device. These devices will continue to be monitored per site operating procedures. A possible cause for this device issue is that the user rotated the gripper lever cap in the open direction more than usual and subsequently resulted in the cap not being able to re-tighten; however, this cannot be confirmed.